Event description:
It was reported the pt's ipg was superficial and causing discomfort. The pt underwent revision surgery on (B)(6) 2013 where her ipg was placed deeper.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.